Event description:
The patient had a pump explanted and a new one replaced. A week later the patient showed signs of overdose. The dose for the previous pump was reported as 4000 mic of compounded baclofen. The dose for the new pump was reported at 2000 mic of lioresol. Per request of the reporter the drug should be analyzed and the patient has requested that the company return the pump to them.

Event description:
Hcp reported to manufacturer that the patient had a pump explanted and a new replaced. A week later the patient showed signs of overdose. The dose for the previous pump was reported as 4000 mic mic of compounded baclofen. The dose for the new pump was reported at 2000 mic of lioresol. Per request of the reporter the drug should analyzed and the patient has requested that we requested that we return the pump to her.